Event description:
It was reported that during the implant procedure, the lead was unstable during the catheter slitting. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. (B)(4).